Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with low heart rate and their implantable pulse generator (ipg) was observed to be coming out through their skin. Approximately 1/4 of the device was visible, however clinician reported no signs of infection. The patient had not been checked since 2011, and it was not known exactly how long this had been occurring. In addition, the device had reached end of life (eol) status and did not appear to be capturing. The device was explanted. No further patient complications have been reported as a result of this event.